Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting a shock impedance of <10 ohms as well as a low rate/sense impedance measurement.